Event description:
The customer reported that the insulin began to drip continuously after the motor stopped. Advised the customer to change the infusion set and restart the prime process. Troubleshooting was performed. The insulin pump alarmed an error. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarms.